Event description:
Reportable based on device analysis completed on 07aug2024. A rotawire was received with no issues reported. However, returned device analysis revealed that the proximal section of the wire was detached. Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination revealed that the spring tip was observed bent. Proximal section was found detached and did not return for analysis. Dimensional examination revealed that the total length of the guidewire was measured according to the drawings (B)(4), rotawire,18.1 in step taper, floppy, (B)(4), rotawire,3.1 in step taper, extra support since there is not a specific product model reported, in order to see how much of the guidewire was returned. This means that 78.5 in of the proximal section of guidewire were detached and did not return for analysis.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, microscopic and dimensional inspections were completed. The spring tip was observed bent. The proximal section was found detached and did not return for analysis. In order to see how much of the guidewire was returned, the total length of the guidewire was measured according to the device drawings since there was not a specific product model reported. The results confirmed that 78.5 inches of the proximal section of guidewire were detached and did not return for analysis.